Event description:
While trying to transfer a patient from a gurney to procedure table on the inflated transfer sheet the seams tore at the handle and the sheet deflated and became inoperable. This malfunction caused a push/pull injury to a staff member.